Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons responded properly. No corrosion or damage on the keypad traces were noted. No unlocked keypad connector was noted during the visual inspection. The insulin pump had cracks on the reservoir tube lip.

Event description:
Customer called reporting the act button is sticking on her insulin pump. Customer's blood glucose is 326 mg/dl. She treated with the device. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.